Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received in said condition due to open/used sensor. Found cannula whole and no broken part.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the sensor broke inside his body but was no longer there. The customer did not mention any symptoms of their blood glucose levels. The customer did not their blood glucose value. The insulin pump is not returning.